Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the basal software did not suspended insulin when the customer's blood glucose was 53 mg/dl. Customer declined to provide additional information and declined further troubleshooting with tandem technical support.